Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion with heavy tortuosity and heavy calcification in the proximal right coronary artery (rca). The 3.5 x 18 mm xience alpine stent delivery system (sds) was advanced, but due to resistance with the tight stenosis and severe angulation of the vessel, the stent dislodged proximal to the calcified lesion and the stent could not be implanted due to migration. The guiding catheter had to be changed several times to locate and deploy a non-abbott stent to compress the dislodged stent to the vessel wall. There was no adverse patient sequela. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The stent dislodgement was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined an interaction with the tight stenosis and severe angulation of the vessel contributed to the failure to cross and the stent becoming disrupted on the balloon such that it subsequently dislodged. The treatments appear to be related to circumstances of the procedure as another stent was deployed to compress the dislodged stent to the vessel wall. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue.